Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away with on 11th june'25. The event involved product(s) unk_ngp, mmt-332a & unomedical. The customer's sister reported that they believed the insulin pump was either under & over injecting insulin, had multiple battery issues, no alarms when the readings were not within the normal range. The customer's sister felt the insulin pump malfunctioned causing the patient to become disoriented and wasn't feeling well, resulting in their death due to diabetes ketoacidosis. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further details were provided. The product(s) unk_ngp, mmt-332a & unomedical will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.